Manufacturer narrative:
Evaluation summary: the repair engineer inspected the processor as service manuel to replace rol-x30/ lamp. The defective lamp returned back to aks for investigation.

Event description:
Epk-3000, (B)(4) was installed on (B)(6) 2020, (2-year warranty period). The customer found the 1st aux lamp is on (B)(6) 2021. (B)(6) visited the hospital on (B)(6) and the lamp aging:227 hours and no replacement of the lamp before. Since the lamp cann't be lightened, the processor was sent back. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156.